Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery's useful life has ended. There was no reported patient involvement.

Event description:
The customer reported that the battery's useful life has ended. Further information was provided that battery replacement was requested due to stipulations of the maintenance contract. No fault was observed. There was no reported patient involvement.